Manufacturer narrative:
Reporter returned one toothbrush handle on and one toothbrush head on (B)(6) 2016. Product investigation in progress.

Event description:
The handles on these toothbrushes should be redesigned so that the brush heads stay on while you brush / the brush would come off the handle while brushing teeth [device breakage]; no adverse event [no adverse event]/ case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she thought that the oral-b power rechargeable toothbrush handle vitality 3709 should be redesigned so that the oral-b floss action brush head stayed on while he/she brushed. No symptoms developed. On (B)(6) 2016 received consumer's follow-up letter: the consumer reported that he/she had enclosed the handle and brush, and didn't expect them to be returned because he/she believed they both had reached the end of their useful life. The consumer stated that he/she had no record indicating when he/she purchased the brush handle, but had probably used the brush for 3-4 months. Recently, two or three times per week the brush would come off the handle while he/she was brushing his/her teeth. The consumer explained that he/she believed the part through which the motor shaft protruded had worn and should possibly be made of a harder plastic, that way the brush itself would receive most of, if not, all the wear instead of the handle; the consumer stated that the motor shaft had received significant wear. The consumer asserted if a new brush was installed on the motor handle, one would notice that there was a significant amount of wear on the handle. The consumer noted that 50 years ago a dentist told him that his gums were receding. No further information was provided.

Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned one toothbrush handle and one toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. The product reached end of life. No manufacturing fault identified.

Event description:
The handles on these toothbrushes should be redesgined so that the brush heads stay on while you brush / the brush would come off the handle while brushing teeth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she thought that the oral-b power rechargeable toothbrush handle vitality 3709 should be redesigned so that the oral-b floss action brush head stayed on while he/she brushed. No symptoms developed. On (B)(6) 2016 received consumer's follow-up letter: the consumer reported that he/she had enclosed the handle and brush, and didn't expect them to be returned because he/she believed they both had reached the end of their useful life. The consumer stated that he/she had no record indicating when he/she purchased the brush handle, but had probably used the brush for 3-4 months. Recently, two or three times per week the brush would come off the handle while he/she was brushing his/her teeth. The consumer explained that he/she believed the part through which the motor shaft protruded had worn and should possibly be made of a harder plastic, that way the brush itself would receive most of, if not, all the wear instead of the handle; the consumer stated that the motor shaft had received significant wear. The consumer asserted if a new brush was installed on the motor handle, one would notice that there was a significant amount of wear on the handle. The consumer noted that (B)(6) years ago a dentist told him that his gums were receding. No further information was provided.